Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) via a manufacturing representative (rep). It was reported ins being revised. It was reported that 8-15 contact is out of range. The plan is to revise the lead and swap the generator to new ins. Patient was scheduled for revision/ replacement (B)(6) 2018 but the office did not notify patient he must stop taking baby aspirin a week prior procedure. Unknown the cause of the lead being out of range. Impedances were run 0-7 within range and 8-15 out of range. Revision rescheduled to (B)(6) 2018. The issue has not been resolved at the time of this event. Surgical intervention planned and scheduled. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-10-30, reporting that there was no clarification regarding the cause of the ins revision, but the rep indicated that they would follow-up with the patient next week about it. Additional information was then received from the patient via a manufacturer representative (rep) on (B)(6) 2018, reporting that prior to the patient¿s lead revision on (B)(6) 2018, the old 8 through 15 lead was out-of-range. The ins battery was also replaced to the newest model as the patient wanted the ins upgraded and reported no issues with the battery. The patient reported getting great left sided pain relief, but no coverage on the right side. During the procedure, there was a lot of scar tissue (particularly at the t11). Issues that may have led/contributed to the reported event was the patient had scar tissue and previous back surgeries. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the conductor was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type lead : analysis was not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. It was reported that 9-15 electrodes out on lead, battery ok but upgraded. Battery had normal battery depletion. Battery was removed and patient recovered without sequela. No patient injury reported.